Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that air bubbles were observed within the cartridge tubing. A supply change was performed resolving the issues. Customer¿s blood glucose level was 176 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.